Manufacturer narrative:
On 3-sept-2021, the investigation on the suspected medical device was updated. Investigation summary (update): leak testing was performed in accordance with mentor's procedures. Findings revealed a tear located at the junction between the shell and the anterior patch. Microscopic examination was performed and the cause of the deflation could not be identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-aug-2021, the suspected medical device was returned for evaluation. On 31-aug-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear at the anterior patch. Microscopic examination was performed and the cause of the deflation could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: completion of filling process, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction with a ce med height te 650cc tissue expander and experienced postoperative left-sided deflation. Filling process on the tissue expander was already completed on (B)(6) 2021, and the patient was awaiting on a removal and replacement surgery. On (B)(6) 2021, the left-sided deflation was observed. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2021.